Manufacturer narrative:
Corrected data date of birth during processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. It was reported to abbott, a patient¿s ipg was at end of life (eol). The rep confirmed the eol message. Replacement surgery is planned; however, the patient needed cardiac clearance. Surgery is pending scheduling. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is not receiving therapy and will likely require surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.